Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The screen was blank upon powering on the cycler. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler and visual indication of dried fluid were noted on the bottom cover of the pump assembly. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during step 8 of their peritoneal dialysis (pd) treatment. The display brightness setting was programmed to 10. The patient changed the setting to 9 in an attempt to see the screen better but the issue remained. At that point in time, the technical support representative advised the patient to continue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The patient also noted that a remove cassette message appeared before step 1 of setup. The patient was able to remove the cycler set cassette from the cycler without a problem. The fresenius technical support representative provided information to the patient regarding the criteria for this alarm. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.